Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11oct2019. The device was evaluated by the biomedical engineer and the reported issue was confirmed. The biomedical engineer discovered that the cylinder only had about 100psi in it which is a low value and close to empty. A full cylinder has over 2200psi. It was determined that the issue was from the cylinder being used and not the ventilator

Event description:
The customer reported that the device alarmed no oxygen (o2) supply. The device was in clinical use during the time of the event, but no patient harm was reported.